Event description:
Customer went to a rescue and realized he had a call for service. He went back to get a new 12v battery and still a call for service. (A call for service can not be cleared without a use of a computer) he downloaded the info and it said failed capacitor test. He mentioned that the outlet from which he was trying to keep the battery charged had no current. No body noticed or checked the AED for several days.